Event description:
It is reported that the surgeon feels that the elevation of the lip is too high.

Manufacturer narrative:
Evaluation summary: a design input of the trilogy it liner was to have a range of motion comparable to legally marketed elevated liner devices. Therefore, the range of motion and associated elevation was chosen to fall between the trilogy 10 and 20 degree liner range of motion. The height of the elevated lip is greater in the trilogy it liners because the center of head rotation sits higher than the center of head rotation of the trilogy liners, thus necessitating the larger elevation height to account for this. There are other options available for surgeons who still prefer the trilogy 10 degree liners. If the surgeon prefers trabecular metal, the tm modular shell can be used in conjunction with trilogy 10 degree elevated liners. If the surgeon prefers fiber metal, the trilogy fiber metal shell can be used in conjunction with the trilogy 10 degree elevated liners. The design intent of the trilogy it elevated liner was to offer an elevation comparable to the trilogy elevated liner offerings, which it has accomplished, and the liner functions as intended. Review of the device history records was not possible as the product or lot numbers required for retrieval were unavailable. Attempts have been made to obtain additional info however no info has been received to date.